Manufacturer narrative:
Other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient has had a few problems since implant, and the patient had gotten hit by a truck or trailer. It was also reported that the patient's arms do not work that well and they have been turned down by 48 doctors so far; they are in need of a shoulder replacement, hip replacement and a third fusion of the spine. The caller was inquiring if the ins would need to be removed in order for the spinal fusion to occur, and stated that if the patient does not get the third spinal fusion and it snaps, then they will be a quadriplegic. It was noted the patient has been trying to contact their doctor but they have not received a response yet. It was reviewed to have the patient's doctor call the manufacturer for compatibility guidelines pertaining to surgical procedures. No further information could be obtained because the caller disconnected the call. No further complications were reported or anticipated.